Event description:
It was reported the procedure was being performed in the anesthesia department. The physician met service resistance when trying to pass the spring wire guide through the needle. As a result, another kit was opened and used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and the event was determined to be reportable.